Manufacturer narrative:
(B)(4). Section d4 and h4: devices 1, 2: lot#: 2101032013, date of manufacturing: 06 march 2020, UDI: (B)(4). Devices 3, 4, 5, 6: lot#: not provided, date of manufacturing: not provided, UDI: not provided. Method: the six subject bc191 flexitrunk infant nasal tubing devices were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected. Devices 1 and 2 were sealed samples. Results: visual inspection of the returned bc191 devices revealed that the sealed samples (devices 1 and 2) were not damaged. Visual inspection of devices 3, 4, 5, and 6 revealed that the evaqua material was torn. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the cause of the reported event is due to the tubing being pulled. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in germany reported, via a fisher & paykel healthcare (f&p) field representative, that six bc191 flexitrunk infant nasal tubing were found to be torn during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Devices 1, 2, 3: lot#: 2101032013, date of manufacturing: 06 march 2020, UDI: (B)(4). Devices 4, 5, 6: lot#: not provided, date of manufacturing: not provided, UDI: not provided. The six complaint bc191 flexitrunk infant nasal tubings are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that six bc191 flexitrunk infant nasal tubing were found to be torn during use. There were no reported patient consequences.